Event description:
It was reported that in (B)(6) 2010, the pt had a hearing deficiency on the implant side. The doctor reported the extrusion of the floating mass transducer through the external ear canal. The fmt has been repositioned and the audition became normal again 3 months later the pt underwent the second repositioning surgery, because of extrusion of the fmt through the ear canal. Twenty one days later, the fmt underwent the third extrusion and suppuration was reported by the surgeon. Pt has been medicated with antibiotics. Doctor decided to perform the explantation of the device and the re-implantation surgery has not been performed yet.

Manufacturer narrative:
The device has not been explanted. It should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.